Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The customer repaired the unit. No ge service occurred. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).